Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse was unable to withdraw blood through a one-link device. This occurred while attempting to withdraw blood from a mediport via a non-baxter huber needle with attached extension set in the emergency department. The reporter stated that the one-link device was connected to the distal end of the set, and the nurse was unable to obtain a blood sample through the device using a non-baxter vacuum container or a syringe. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.